Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone prep of the tibia wall in planar workflow the surgeon unintentionally burred the posterior femur. He complained that the haptic boundaries extend too far off the bone with the pka 3.0 software compared to the old pka software. He said there needs to be more education about protecting the femur when burring the tibial wall in planar workflow.

Manufacturer narrative:
Reported event: an event regarding accidentally burring the femur during tibial bone prep involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 212 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding accidentally burring the femur during tibial bone prep. There were no other reported event for the listed catalog number. Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.

Event description:
During bone prep of the tibia wall in planar workflow the surgeon unintentionally burred the posterior femur. He complained that the haptic boundaries extend too far off the bone with the pka 3.0 software compared to the old pka software. He said there needs to be more education about protecting the femur when burring the tibial wall in planar workflow.